Event description:
Procedure type: unknown. According to the reporter: while sewing vein to coronary artery, 7-0 cv-1 stitch twisted and frayed, had to repair site w/2 more 7-0 sutures. No additional information was provided to the sales representative.